Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that subacute endophthalmitis was observed in the patient's left eye 4 days post op. On (B)(6) 2014 the patient was treated with intravitreal antibiotics injection. On (B)(6) 2014 the inflammation in the ciliary body disappeared and the patient had recovered completely.